Event description:
Post op follow up to (B)(6) 2021 beta for nextra ch implants would not stay connected. Surgeon tried to reconnect them and they will not stay together. Surgeon tried to connect them and they will not stay together.

Manufacturer narrative:
Root cause of this issue was determined to be a design issue within the nextra ch driver. Nextra ch drivers are contained within ch-std-kt and ch-mini-kt which have all been recalled under 3009540749-2022-001 and have been returned from the field. No revision surgery required and the joint fused.

Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
Post op follow up to (B)(6) 2021 beta for nextra ch the implants would not stay connected. Surgeon tried to reconnect them and they will not stay together. Product remains implanted and patient is being monitored. No further patient information reported.